Manufacturer narrative:
(B)(4).

Event description:
It was further reported that balloon rupture occurred instead of catheter rupture.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The returned device matches with upn and lot provided by the customer. The balloon was inspected and was found to be burst. The balloon bonds were inspected and found to be continuous and intact. Functional testing cannot be performed based on the returned condition of the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that balloon rupture occurred instead of catheter rupture.

Manufacturer narrative:
Age at time of event: almost (B)(6) years old. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that catheter rupture occurred. The target lesion was located in the abdominal aortic artery. A 33/7/2/100 equalizer balloon catheter was advanced to dilate the lesion. However, upon initiating liquid injection with low pressure, the catheter ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.